Event description:
On 23-aug-2025, the user, newly started on the ilet, reported elevated blood glucose (bg). At the start of the call bg was 383 mg/dl and had decreased to 360 mg/dl with arrows down by the end of the call. The agent explained that elevated bg is common during the early learning phase of the pump and reminded the user of the ketone action plan. The user's highest blood glucose (bg) recorded was 383 mg/dl. Bg was corrected through the algorithm. No symptoms reported during the event and no prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.